Manufacturer narrative:
The device has not yet been returned. A follow up report will be submitted when add'l info is available.

Event description:
Info received indicates the pump leaked where the tubing inserts into the clear plastic piece. Pt was uncomfortable. No injury.